Event description:
It was initially reported that the pt was receiving an initial vns implant. When the pulse generator was connected to the lead inside the pocket first and resulted 0 years remaining until eri-yes. The surgeon got the same results when diagnostics were performed outside the pocket. Electrocautery was used at the lower end of the sterile field, but the surgeon was said to be "very careful about being near to electrocautery." When the generator was replaced, diagnostics were again performed, which resulted in 10 years remaining until eri=yes. The generator not used during the surgery was returned to the manufacturer for analysis, but has yet to be performed.